Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, "ventilator inoperative" and "service required" codes were observed in the ventilator's downloaded error log. The device's sys board were replaced to address the issues.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.